Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Incorrectly identified the meter as a precision xtra meter in the initial MDR 30 day report. Has been updated to reflect the meter is a precision qid meter.

Manufacturer narrative:
The reported meter was returned and visual inspection was performed . No issues were observed. Unable to test for blank screen due to returned meter uses internal batteries and once batteries are drained they could not be changed or recharged for this meter. Label copy states "non-replaceable batteries". This is a final report.